Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call taht the insulin pump had a malfunctioning keypad: the buttons would not always respond. The patient's blood glucose at the time of incident was 2.7 mmol/l. The insulin pump will be returned for analysis.